Event description:
It was reported that the customer's insulin pump leaked into the reservoir chamber causing damage to the insulin pump. His or her blood glucose was 305mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
No dried substance on reservoir compartment or on electronics noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. The device was cut open prior to performing the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.